Event description:
When a physician used the subject device for a synechiotomy of laparoscopic surgery, powered materials were splattered in pt's body. The physician confirmed that there was melted mark of the teflon pad. The physician cleaned patient's body with sterile purified water and retrieved powdered materials from pt's body with a suction instrument. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that there was a regional melted mark of the teflon pad. The splattering of powered materials and the regional melted mark of teflon pad were duplicated by incomplete assembly of the device and activating output without the tissue. The mfg history was reviewed, with no irregularities noted. The instruction manual of sonosurg scissors already states the method of preparation and below warning: warning: do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the gasping section and the probe may damage the grasping section and the probe or cause them to detach. Based upon, the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.